Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: incident of needle breaking off during use; the user checked the product after use and discovered that there was no needle pe onto the product.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown.

Manufacturer narrative:
H6: investigation summary one open 31 g x 5mm pen needle sample and 4 photos were returned from lot. No. Unknown, cat. No. 320129. Visual examination was carried out on the returned sample and photos and broken patient end was observed and no shield was attached. As sample returned was open it is not possible to confirm this defect to be manufacturing related. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: incident of needle breaking off during use; the user checked the product after use and discovered that there was no needle pe onto the product.